Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as a yeast infection under the front te pad. The patient's physician prescribed a barrier cream for the infection. Outcome of the infection is unknown.

Manufacturer narrative:
Not applicable.